Manufacturer narrative:
Results: bd received (B)(4) unused representative samples from the customer facility for investigation in support of this complaint. The samples were evaluated by sleeve function testing and the customers' indicated failure mode for sleeve recovery/leakage with the incident lot was not observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Bd was unable to duplicate or confirm the customers¿ indicated failure mode because returned representative samples and DHR review were evaluated and deemed not in support of this complaint. A nonconformity is noticed in customers verbatim, the maximum number of tubes to be used per np cannulation is 6, whereas customer indicated failures of sleeve were happening at 13th tube change.

Event description:
It was reported that the rubber safety sleeve on a bd vacutainer® flashback blood collection needle, 21gx1", with a green shield, didn't recover properly which resulted in leakage. Reported leakage occurred following 13th tube change on np cannulation end. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.